Event description:
It was reported that this was an arteriotomy closure of the right superficial femoral artery (sfa) using the pre-close technique via a 6f sheath hole prior to a thoracic endovascular aortic repair (tevar) interventional procedure to treat a leak. The sutures of a prostyle device were successfully placed. The sheath was upsized to an 8f and the tevar procedure was completed. Reportedly, post closure with the prostyle suture, an issue with the sfa was seen on ultrasound. Surgical cut down was performed by a vascular surgeon to repair a small tear and dissection flap in the proximal sfa. The vascular surgeon suggested that the foot of the prostyle device might have caught the lesion during deployment but was not conclusive. The vessel measured 4.7 with a high bifurcation. There were no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. The patient effects of tissue injury and dissection are listed in the prostyle instructions for use (IFU) as a potential adverse event associated with use of the suture mediated closure devices. It was reported the device was intentionally used in a proximal sfa. It should be noted that the prostyle IFU states: do not use the perclose prostyle suture-mediated closure and repair (smcr) system if the puncture site is located above the most inferior border of the inferior epigastric artery (iea) and/or above the inguinal ligament based on bony landmarks, since such a puncture site may result in a retroperitoneal hematoma. It is unknown if the IFU violation contributed. The investigation was unable to determine the cause of the reported issue. Based on the reported information, it is possible the device caught tissue during closure which may have contributed to vessel injury; however, this cannot be confirmed. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. H6 medical device problem code: 1494 - incorrect anatomy.